Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported that during a patient event, the customer's device lost power two separate times. The customer indicated that they were monitoring the patient and the patient was not in need of defibrillation therapy. There was no report of any adverse outcome during the reported event.

Manufacturer narrative:
Additional patient information has been received.

Manufacturer narrative:
The initial medwatch report indicates: catalog number - v15-2. The initial medwatch report should indicate: catalog number - v15-5.